Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information received, the patient developed generalized illness and bilateral breast ptosis. During evaluation of the sample, a crease was observed in the anterior aspect. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Reason for device explant and/or reoperation: right breast prosthesis rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 650cc gel breast prosthesis (right implant) and a mentor memorygel breast implant 600cc gel breast prosthesis (left implant) and suffered several unexplained systemic symptoms, including thyroid nodules, extreme exhaustion, mind fog, memory problems, heart palpitations, tachycardia events, hot and cold sensitivity, severe muscle and joint pain, pain in ribs and collar bone, and blurred vision. In addition, rupture of the right breast prosthesis was discovered by MRI. The patient also developed bilateral breast ptosis. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.